Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture in the presenting electrogram (egm). Technical services (ts) was consulted and provided troubleshooting. It was stated that the patient has sarcoidosis. Additional information from the field stated that the patient and physician opted to monitor this lead until replacement became necessary. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Updated b5 describe event or problem to add additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture in the presenting electrogram (egm). Technical services (ts) was consulted and provided troubleshooting. It was stated that the patient has sarcoidosis. Additional information from the field stated that the patient and physician opted to monitor this lead until replacement became necessary. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. The patient reported bradycardia, and loss consciousness for over ten seconds. No additional adverse patient effects were reported. Additional information was received. It was stated that the device power usage is consistent with expectations based on settings. Rv lead impedance low within range was noted. No adverse patient effects were reported. Additional information was received stating this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture in the presenting electrogram (egm). Technical services (ts) was consulted and provided troubleshooting. It was stated that the patient has sarcoidosis. Additional information from the field stated that the patient and physician opted to monitor this lead until replacement became necessary. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. The patient reported bradycardia, and loss consciousness for over ten seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem to add additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture in the presenting electrogram (egm). Technical services (ts) was consulted and provided troubleshooting. It was stated that the patient has sarcoidosis. Additional information from the field stated that the patient and physician opted to monitor this lead until replacement became necessary. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. The patient reported bradycardia, and loss consciousness for over ten seconds. No additional adverse patient effects were reported. Additional information was received. It was stated that the device power usage is consistent with expectations based on settings. Rv lead impedance low within range was noted. No adverse patient effects were reported.